Event description:
The reporter stated that the surgeon was using a eyeonics crystalens with the microstaar injection system and the lens was damaged by the injector. No pt injury reported.

Manufacturer narrative:
Eval codes: method: - lot number search. Results: a foam tip plunger and cartridge lot search was performed for similar complaints within the search. The foam tip plunger shows five similar complaints were found and the cartridge lot number search shows ten similar complaints were found in the search.